Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the radiology PICC room. The catheter was being inserted through the sheath and it would not advance. The inserter removed the catheter and noted it had "curled up". The clinician then removed the sheath which had split. As a result, a new kit was opened for a new sheath and catheter. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Correction: the date of this report was not included on the initial report. That date (01/04/2016) has been added. The initial report was submitted on 01/11/2016. Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a single-lumen PICC catheter with a guide wire inside of it and a peel-away sheath with a dilator protruding through a hole in the sheath body. No defects or anomalies were observed on the dilator. Microscopic inspection of the sheath tip revealed slight deformation on both sides near the score lines. A split was found in one score line 6 mm from the tip. A large hole was confirmed near the middle of the body where the dilator had been protruding through. The distal tip of the guide wire was observed to be coiled, but returned to its normal shape upon removal from the catheter. A kink was observed near the proximal end. The returned catheter was inserted through the sheath without resistance. A device history record review was performed based on sales history with no relevant findings. Since it appears that the sheath was damaged during insertion causing the guide wire and catheter to curl when they were inserted, operational context caused or contributed to this event. No further action will be taken.